Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the motor device blades were broken, blocked and damaged. It was further determined that the device failed the following pre-tests: loctite, temperature (handpiece temperature should not exceed 20° f above ambient room temperature), sound, rotations per minute (rpm). The event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.